Manufacturer narrative:
Implant date is estimated to have occurred in 2020.

Event description:
While driving, the pacemaker dependent patient experienced discomfort and bradycardia due to a loss of pacing, which reportedly resulted in a car accident. At the scene of the accident, the patient was found to have a heart rate of less than 30 beats per minute, and a severe head injury resulting in low blood flow to the brain. The patient was brought to the hospital and admitted to the intensive care unit. At the hospital interrogation of the device was not successful using rf or inductive telemetry methods. The event was resolved by explanting and replacing the device. The patient was in stable condition following the replacement. Further information was requested but is not yet available. The device is expected to be returned to abbott for further analysis.

Manufacturer narrative:
The reported events of no pacing and failure to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.